Event description:
Per china aer database: it was reported that the bellows failed to operate during patient use. The patient was moved to another device and there was no patient in jury.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. Replacement of the flow sensor and bellows was recommended. No report of patient involvement. The initial reporter is located outside the u.s. And therefore this information is not provided due to country privacy laws. Legal manufacturer: hcs (B)(4).